Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports per orthodontist evaluation, class I moderate, lower anterior crowding-mild-correctable. Patient will require ipr (interproximal reduction) and attachment on lower anterior in order to move tooth in alignment as currently there's no space. Patient currently on #6 upper and #14 lower. Lower does not seat on lower anteriors and are placing forces on lower anteriors in incorrect direction. Recommend patient cease treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.